Event description:
It was reported that pump touch screen had delayed response, and customer declined troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional corrective actions were taken, and technical support closed case without obtaining further information.